Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caster with brake is incredibly stiff and then broke when trying to release. Replacing casters with brake.